Event description:
In 2001, md performed a bunionectomy. In the recovery room the md applied an ebice device to the surgical site and instructed the pt and the family members on the use of the device. They were instructed that upon arriving home to turn the device on high for a couple hours. On event date, md was notified the pt's toes were discolored. Upon removing the outer bandaging md noted the surgical dressing was wet. The pt was sent to the hosp for further medical attention.